Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead appeared to have externalized conductors and slightly elevated threshold but was still electrically normal. The patient was asymptomatic. The patient would continue to be monitored.